Event description:
MFR periodically compares device tracking information to the social security death index for the purpose of updating device tracing data. MFR became aware of pt death during this process and evaluated available information against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain additional information regarding pt deaths for summary reporting request, certificate of death, received and reviewed by MFR. Death certificate indicates that the immediate cause of death was 'fresh water drowning" due to "chronic seizure disorder." The pt drowned in a hot tub. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.